Event description:
It was reported that during a cerebral aneurysm embolization procedure, the fred stent device initially proved resistant to microcatheter insertion (only the tip coil penetrated); so, the device was replaced with another, and the procedure was successfully completed. When the device was received for evaluation, the investigation findings found exposed lumen coil and protruding braid.

Manufacturer narrative:
The investigation found that an in-house stent encountered resistance when attempting to advance into the lumen of the returned headway microcatheter during functional testing, which is consistent with the advancement issue described in the reported event. Further inspection of the hub found the lumen coil dislodged/exposed, and a protruding braid, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the dislodged/exposed lumen coil and the protruding braid, but these conditions are consistent with a deviation in the manufacturing process and are being addressed through the quality system process. A CAPA has been initiated. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device